Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead exhibited oversensing of noise with pacing inhibition and asystole greater than two seconds. High out of range pacing impedance measurements were also observed. A revision procedure was performed. During the procedure when the physician was explanting this atrial lead, the entire inner lumen came out of the lead when traction was applied to the locking stylet. When the physician applied further traction this atrial lead tore in half. The physician was able to only explant half of the lead body. A replacement lead was successfully implanted. No additional adverse patient effects were reported.